Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The entire system was flushed with a saline-contrast mixture. The balloon catheter was gently removed from the dispenser coil. The size of the concomitantly used guidewire was 0.014¿. There was no resistance when the guidewire was inserted. After the guidewire was inserted, the entire system was flushed, and saline-contrast mixture confirmed it was flowed. The contrast agent was diluted at 50%. There was no friction and no resistance at the hub of the guiding catheter. A 1cc syringe was used to inflate the balloon in the body. There were no abnormalities such as air, leaks, or poor expansion when the balloon was expanded outside the body. The balloon was inspected for the presence of air bubbles after inflation during the preparation. The rotating hemostatic valve (rhv) was loosened to allow the guidewire to be advanced through the rhv and into the balloon catheter lumen so that the distal end of the guidewire is located proximal to the distal seal of the subject occlusion balloon catheter. Prior to introducing the balloon catheter system into the vasculature, the system was purged carefully to avoid accidental introduction of air into the balloon catheter system. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event ¿balloon leaked during use¿.

Event description:
It was reported that during the procedure the subject balloon was brought to the lesion and dilated. During this it was discovered that the subject balloon leaked the contrast agent. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.